Event description:
It is reported that the pt experienced pain.

Manufacturer narrative:
Eval summary: it is unk when the pain started. The exact origin of the pain is unk. Primary operative notes were provided which revealed that computer navigation was utilized for acetabular component placement. The rest of the operation was unremarkable. X-rays are unavailable, therefore component fit and orientation cannot be assessed. It is unk if any unreported traumatic event led to the pain. Pt's rehabilitation protocol and adherence thereof is unk. A conclusive root cause cannot be determined. Eval: manufacturing documentation was reviewed and found conforming to specifications at the time of manufacture. Product compatibility has been confirmed. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened.